Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. Based on the results of the investigation, it was determined that the event was caused due to the user's handling. "Based on the complaint information, we infer that the event occurred temporarily due to poor continuity of the contact, as chemical liquid etc. Adhered to the electrical contact of the video connector and the connection was made as is. IFU clearly states that the electrical contacts of the video connector must be thoroughly dry before connecting, so we conclude that the incident occurred because the above was not complied with." The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: this issue is addressed in the instructions for use: "chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿ describes the methods for inspection on the suggested event." Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the deflectable videoscope had a scope communication error e216 and the image temporarily blacked out and a message to reconnect appeared. The issue occurred during a therapeutic procedure and the same device was used to complete the procedure. After the procedure the device was reconnected and worked without issue. There were no reports of patient harm.